Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "peri implant fluid, pain and other symptoms".

Event description:
Patient reported an unknown side "periimplant fluid", "breast pain and other symptoms.¿ device remains implanted.